Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the following phenomena (1): e226 error was not reproduced whilst (2): e216 error and (3): b30 error were reproduced. It was determined that all above mentioned errors occurred temporarily due to a communication failure caused by internal water immersion. To note: the e216 and e226 are errors indicated when abnormalities occur in the communication between the endoscope and the processor (instruction manual otv-s300, chapter 10 troubleshooting, 10.2 troubleshooting guide); b30 error is a scope communication error and an error indicated when the communication with the endoscope cannot proceed (clv-s190 instruction manual, chapter 9 troubleshooting, 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. According to reviewing the instruction manual at the time of product shipment, the following description was found for damage to camera head. It was determined that the indicated phenomena can be prevented by the following: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation, errors b30 and e216 (scope communication errors) were observed and found due to the presence of water inside the ground case that caused a short circuit. Additional evaluation findings were as follows: the head cover front label was peeled off due to normal wear and tear, a leak in the plug unit due to a loose contact of the face plate and p-ring. It is most likely that the issue reported was due to user mishandling of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head had e226 (scope communication error) during precheck for use. There was no patient involvement or impact associated with the reported event.